Manufacturer narrative:
Additional narrative: patient weight not available for reporting. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review - manufacturing location: (B)(4). Manufacturing date: 08. March 2016. No anomalies were detected during device history record review. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a 2.0 mm drill bit broke intra-operatively during a revision surgery for non-union. The drill bit reportedly snapped off upon the device hitting a screw. The generated fragments reportedly remained within the patient. The broken screw was able to be removed and the screw reportedly generated no fragments. There was no other medical intervention required; the surgery was completed successfully with no surgical delay. The patient status is unknown. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update may 11, 2016: it is unknown if the broken screw caused the non-union. The broken non-synthes screw was removed.

Manufacturer narrative:
Implant date was reported on previous follow up report. Device is an instrument so retained piece is not considered implanted. (B)(4): fracture, delayed union was reported. The non-union which prompted the revision surgery was not related to a synthes device. (B)(4): device fragments in patient as initially reported. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.